Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter buckled at the sheath, tore and a hematoma occurred. Thrombectomy treatment was being performed in the superior mesenteric artery via left brachial artery. The physician selected a spiroflex vg angiojet thrombectomy set for use. An attempt to remove the spiroflex was made but the catheter buckled at the sheath and tore. It was noted that there appeared to be some kind of defect at the end of the catheter, near the rapid exchange port, that caused the wire to not move freely causing the wire to become looped. The catheter was removed fully but the sheath was disrupted and access was lost. A moderate hematoma at brachial artery access site formed and was dispersed. Pulses, motor and sensory functions were preserved at the time of hemostasis. The procedure was discontinued with the patient stable. The patient was later taken to the operating room.

Manufacturer narrative:
Device evaluated by manufacturer: the angiojet was received with no other devices. The shaft, and tip were microscopically examined noticed that there was a break in the in the catheter 13cm from the tip and another break 48cm from the tip of the catheter. Pump and supply line were cut off at the manifold and not returned. Functional test could not be performed due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter buckled at the sheath, tore and a hematoma occurred. Thrombectomy treatment was being performed in the superior mesenteric artery via left brachial artery. The physician selected a spiroflex® vg angiojet® thrombectomy set for use. An attempt to remove the spiroflex was made but the catheter buckled at the sheath and tore. It was noted that there appeared to be some kind of defect at the end of the catheter, near the rapid exchange port, that caused the wire to not move freely causing the wire to become looped. The catheter was removed fully but the sheath was disrupted and access was lost. A moderate hematoma at brachial artery access site formed and was dispersed. Pulses, motor and sensory functions were preserved at the time of hemostasis. The procedure was discontinued with the patient stable. The patient was later taken to the operating room.